Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device packaging was damaged, leading to a nonsterile device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The customer photos depict a device with extra packing material and dirt in a blister pack. Additionally, 30 retained samples were visually inspected, and all samples passed testing as there was no foreign matter or damage to the packaging present. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device packaging was damaged, leading to a nonsterile device. No adverse impact was reported regarding the patient or user.